Event description:
I had cataract surgery on tuesday and when I visited my ophthalmologist for a checkup on wednesday, he gave me a small roll of 3m transpore tape to use on my overnight eye patch. Last night when I was ready for bed, I put on the patch and used the 3m transpore tape to hold it in place. Within minutes, my skin felt like it was burning. It was hurting so badly that I immediately removed the tape and washed my skin. I will not be using this tape again and will let my doctor know of the issue when I have a second checkup next week. I have never had an issue like this before, nor am I allergic to latex.